Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 227 mg/dl at the time of incident. Customer was declined to troubleshoot for blank display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No blank display anomalies noted. No low battery alert noted during testing or in the device trace download. However, device received with corroded battery tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.